Event description:
The customer contact reported that the patient received more medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified solution at a rate of "less than 1ml/hr." No specific programming parameters were provided. The nurse indicated that the infusion "finished early." The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse patient effects and no medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.